Event description:
It was reported that "while in surgery, surgeon notified the sales rep (myself) that the tulip head on a 7.5x80mm xia3 iliac bolt was "splaying". In order to be able to seat the rod and the blocker, the surgeon had to replace the screw altogether with another 7.5x80mm xia 3 iliac bolt."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: upon inspection of the failure it was confirmed that no issue was found with this xia 3 polyaxial screw. The actual nonconforming product is the returned blocker, which has been investigated. The blocker was returned still connected to the screw and rod. Examination revealed that the top of the returned blocker was flush with the top of the tulip. Due to the dimensions of the products, it is expected that the blocker protrude slightly from the tulip and should not sit flush with it. Additionally, no space was present between the base of the tulip and the rod. In a properly tightened implant, a slight space is normally present between the base of the rod and the tulip in which it sits. Also, the inner hex walls of the blocker were stripped, and the screw head was almost completely flattened. These are all characteristic of excess torque (>12 nm) being applied to the blocker, which is also known as over tightening of the blocker. The xia 3 surgical technique clearly states that the torque applied should not exceed 12 nm. Conclusion: the analysis has shown that the most likely cause of the reported event is over tightening of the blocker.

Event description:
It was reported that "while in surgery, surgeon notified the sales rep (myself) that the tulip head on a 7.5x80mm xia3 iliac bolt was "splaying". In order to be able to seat the rod and the blocker, the surgeon had to replace the screw altogether with another 7.5x80mm xia 3 iliac bolt."